Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: device not evaluated as it was not returned for evaluation. H6: codes updated to reflect type of investigation, investigation findings and investigation conclusion. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Product evaluation: neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. According to the gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), possible adverse events and complications that may occur with the use of this device, or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Manufacturer narrative:
The following literature was reviewed: capoccia l, mansour w, marzo l di, grimaldi s, girolamo ad. Symptomatic popliteal artery aneurysms in recently sars-cov-2-infected patients: the microangiopathic thrombosis that undermines treatment. Diagnostics. 2023;13(4):647. Doi:10.3390/diagnostics13040647. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code ¿other¿ was selected as no device information (serial or lot number) is available and no device was returned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed by the clinical complaints specialist team: capoccia l, mansour w, marzo l di, grimaldi s, girolamo ad. Symptomatic popliteal artery aneurysms in recently sars-cov-2-infected patients: the microangiopathic thrombosis that undermines treatment. Diagnostics. 2023;13(4):647. Doi:10.3390/diagnostics13040647. This is a single-center, observational cohort study of 35 recently recovered covid patients treated for popliteal artery aneurysm (paa) in elective and urgent settings with endoprosthesis placement and/or femoro-popliteal bypass from march 2021 and march 2022. In the endovascular group, gore®¿viabahn®¿endoprosthesis was placed after mechanical thrombectomy. In the open surgical group, the great saphenous vein was used but when no vein was available, heparin-bonded ptfe graft was implanted, (5 patients). Postoperative complications were noted in 9 symptomatic urgent patients. Major amputation in 3 cases and minor amputation in 2 cases. In all 3 cases the revascularization of the thrombosed paa was patent at the end of the procedure but the absence of run-off did not guarantee the patency of the graft and led to limb loss. In the asymptomatic and symptomatic paa subgroup, the freedom from limb-related complications at 7 days was respectively of 90%. No further specifics were provided. Of the patient treated electively, one blue toe syndrome due to distal embolism developed after endovascular exclusion of the paa and the patient underwent minor amputation.